Event description:
The customer reported a screen problem. This reported symptom was clarified as power failure, the device display error code 01000.

Manufacturer narrative:
(B)(4). The customer reported a screen problem. This reported symptom was clarified as power failure, the device display error code 01000. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.